Event description:
A us distributor reported that a monitor resets during pulse delivery.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (resets during pulse delivery) was confirmed. Upon evaluation the monitor passed incoming functionality testing. A review of download data indicates that the monitor reset after delivering a pulse during distributor functionality testing. The root cause for the reset was unable to be positively identified. There was no adverse event that resulted from the damaged monitor.